Event description:
It was reported that during startup the device continuously alarms. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had outdated pcb (printed circuit board) and power switch, corroded quick connect, old loud pump, and water tank was contaminated. Functional testing performed. The customer's complaint was not verified because the device did not alarm, but another problem was found (missing bumper feet). No actions taken due to the demand, condition, and age of the device. It is deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.